Manufacturer narrative:
(B)(4). The device was returned to abbott vascular and analysis identified an incomplete sheath split. An attempt was made to complete the thumb advancer stroke; however, the thumb advancer would not advance. The handle was opened to reveal the catch was displaced and the pusher block spring was partially decompressed. A search of the manufacturing history record indicated no similar non-conformance records for sheath splitting issue. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device via 5fr sheath after a percutaneous transluminal angioplasty (pta). Reportedly, the thumb advancer could not be advanced completely. An attempt was made to use the access ports and safety release mechanism; however, was unsuccessful. The "wire" below the handle was cut, but this did not help close the vessel locator wings. Slight resistance was felt as the whole device was removed with the vessel locator wings in the open position. The clip was deployed; however, it remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.